Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and endoanchors were used in the patient to prevent late failure of another manufacturer stent grafts used in the treatment of a 55mm aaa. It was reported that after the other manufacturer's s stent graft was inaccurately implanted at an untended landing zone a type I endoleak was noted. 10 endoanchors were implanted in the main body proximal neck and the type I endoleak was resolved. After the procedure it was noted a type ii endoleak from the lumbar arteries was observed. On follow up CT performed 3 days post index procedure, a type ii endoleak related to the arteria sacralis mediana was observed. This specific type ii endoleak was again noted few days later and it was observed that the maximum aneurysmal diameter was 51mm. Both type ii endoleaks (lumbar and arteria sacralis mediana) were still observed on CT exams performed at 4, 10, 14 and 16 months post index procedure. Examination at 17 months post index procedure showed a type ia and type ii endoleak with aneurysm sac enlargement. Per the investigator the event was not related to the endoanchor; however, it was probably related to the procedure and related to the abdominal aortic aneurysm. It was reported that the patient was hospitalized for open conversion surgery with removal of the 10 endoanchors and the event was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that the type ia endoleak first occurred 2 years post index procedure. The investigator assessed the event as unlikely related to the devices, probably related to the index procedure and related to the abdominal aortic aneurysm. The sponsor assessed the event as not related to the study procedure or the endoanchors, probably related to the abdominal aortic aneurysm. If information is provided in the future, a supplemental report will be issued.